Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up. The receiver case was opened and an interior inspection found moisture damage. The reported event could not be confirmed due to the condition of the device. A root cause could not be determined.